Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. Depuy is not the manufacturer or supplier of this product. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. H6.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed the hex tip is stripped. The root cause of the stripped tip is device wear from normal use and servicing. The hex tip reveals wear. The screwdriver has been subjected to heavy usage and reached the end of its useful life. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Screwdriver wouldn't lock and kept spinning.